Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment, procedure was delayed, and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the hard drive is not holding enough images. Upon further investigation, fse determined that the system was giving a low disk space error message, unable to store images. The fse replaced the hard drives and the imaging pc. After both of the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was giving a low disk space error message, unable to store images. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions found two of the hard disks (hdd) were faulty. The fse replaced hdd number two, hdd number three, performed reimage store operation and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.